Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller said the patient was getting a scan for problems with ambulation, confusion, and hallucinations from encephalopathy. The caller didn¿t believe it was related to the patient¿s device/therapy as the dbs was implanted for parkinson¿s. There were no further complications reported.